Event description:
A baxter service technician reported finding a colleague infusion pump with a constant upstream occlusion alarm during the accuracy test. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of constant upstream occlusion alarm was confirmed through evaluation due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)